Manufacturer narrative:
Follow-up #1; date of submission: 10/07/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/25/2014 with the following findings: corrosion was observed inside of the battery compartment and on the battery cap contact; the reported event was duplicated. Visual inspection revealed that the battery compartment was cracked; this device failure directly caused the reported event. The pump failed a leak test due to the aforementioned battery compartment damage. The pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The pump case was removed, and corrosion was observed on internal components. All of the device failures observed were related to the moisture ingress event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment; no evidence of damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.